Event description:
It was reported that the patient¿s ilet screen cracked following a car accident, and blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and continued cgm use with dexcom g7. Investigation included confirmation of serial number, shipping and return logistics, and user guidance to shut down the device and sync data prior to return. Investigation of this device revealed a damaged display consistent with accidental physical damage, and no malfunction related to glucose control. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.